Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During device evaluation, it was confirmed that there was a spark mark on the tip of the forceps. It is possible that another device may have come in contact with the sparks mark on the forceps during the procedure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer sparks emitted from the tip of jaws insert "hicura", 5 x 330, maryland, bipolar (output 20w). The malfunction was found during the therapeutic procedure, a similar device was used to complete the procedure. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified the distal end of the jaw was broken. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 months since the subject device was manufactured. The investigation determined that high frequency arcing was likely caused by accidental contact with other surgical equipment or the distal jaws were touching each other continuously during application without tissue contact. Olympus will continue to monitor field performance for this device.